Manufacturer narrative:
Monitor sn (B)(4) has been completed. The reported problem (batteries do not fit snugly) was confirmed. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. The monitor passed essential performance testing. However, the battery enclosure was damaged, causing batteries to fit loosely and causing intermittent connection to j1 on the c/a board. Reporting event out of abundance of caution due to batteries fitting loosely in the monitor. The root cause for the damaged enclosure was physical abuse. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that batteries would not fit snugly in a patient's monitor, and that their battery charger was unable to charge a battery.